Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the collection set leaked after access.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the collection set leaked after access.

Manufacturer narrative:
H6: investigation summary: bd received 3 photos from the customer in support of this complaint. The 3 customer photos were evaluated and show a pbbcs device in a biohazard bag with blood appearing to have leaked from the device. Additionally, 30 retention samples from the bd inventory were subjected to a draw test to evaluate leakage. All the retain samples passed with no evidence of leakage. Bd is able to confirm the customer¿s reported failure mode of leakage based on customer photo analysis however, the issue was not observed in the retention sample analysis. Bd is unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.